Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. The inner insulation was breached due to metal ion oxidization (mio), and all insulators exhibited cosmetic mio. Blood/body fluid was present on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The outer insulation was kinked/buckled, and exhibited both breached and cosmetic environmental stress cracking. A white substance was also present on the outer insulation, and the lead was stretched.

Event description:
It was reported the ventricular lead was capped and replaced due to low impedances. It was further reported that the lead was later explanted. No patient complications were reported as a result of this event.